Event description:
It was reported that the rigid endoscope sheath's distal end was broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and therefore the reportable malfunction was not confirmed. Based on the results of the investigation, it was assumed that the damage was thermally and mechanically induced; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.